Manufacturer narrative:
A ge service rep performed an on site investigation. The boards were reseated and the x-ray tube was replaced during the service call. The system was tested and found to be working as intended and put into service.

Event description:
The fse reported that the filament calibration errors occurred outside of a procedure with no pt involvement and that the system was down. This resulted a total loss of imaging functionality. There is no report of injury or death associated with this event.